Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without the low battery alert. The customer's blood glucose was unknown at the time of call. The customer states the alarms are recurring and the customer is calling back the next day after troubleshooting for the power system error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and detached reservoir tube retainer.